Event description:
It was reported that a patient presented during initial implantation. Upon positioning, the atrial lead exhibited high capture thresholds. The physician repositioned the lead multiple times during the procedure and each position yielded high capture thresholds. The lead was not used and replaced during the same procedure. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The helix was clogged with blood and partially extended. No other anomalies were found.